Event description:
It was reported that on (B)(6) 2026, a patient presented for a mitraclip procedure. During the preparation, clip would not open or close. Troubleshooting was performed but was unsuccessful. Clip was replaced and continued the procedure. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.